Event description:
The user facility reported a 79 year old male with st elevated myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that an impella position in aorta alarm occurred. When reduced to p2, the flows remained high. The pump was replaced due to flow saturation. There was no patient harm reported.

Manufacturer narrative:
The investigation into the flow saturation issue has been completed. Neither the product nor the data logs were returned for investigation. The cause of the issue was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.